Manufacturer narrative:
(B)(4). The se evaluated the device and verified the reported event. The se recommended replacing the analog board to resolve the issue. The customer will repair the device.

Event description:
It was reported that during set up, a ventilator exhibited a sustained high baseline pressure alarm and the inspiratory time was short. The device generated both audible and visual alarms. There was no patient involvement.